Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, cracked keypad overlay at select button and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir from time to time would fall out of the insulin pump. Troubleshooting was performed. The customer stated that the reservoir compartment¿s threads were stripped. The customer also reported that on one occasion when the reservoir came out of the device their blood glucose level was 434 mg/dl. They treated with an insulin shot. The customer¿s current blood glucose level was 235 mg/dl. Troubleshooting was performed on the insulin pump. The device will be replaced and returned for analysis.